Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, and the customer experienced a low blood glucose (bg) level of 43-47 mg/dl. Both the high and low bg causes were not known. The customer took glucose liquid shots to address bg. The customer also reported that an occlusion alarm occurred, but they did not provide any further details about it. The pump was replaced to resolve the issues, and no additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.